Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. Technical services (ts) was consulted and recommended evaluation. Ts noted rate response was off during mode switch. Lead remains in service. No additional adverse patient effects were reported.